Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was oversensing noise which resulted in the inhibition of pacing. The noise stopped during the charging sequence and the patient resumed pacing at the vtr rate, however the shock was delivered due to the reconfirmation algorithm. It was also noted that the patient had a slow underlying rhythm.